Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the patient is alleging that the wheel is hitting the frame out of box.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Rh rear wheel rubs arm. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right rear wheel was bent and did not roll straight. As it rotated, the wheel came less than 1/16 of an inch from the arm rest and then moved away as far as 1/8 of an inch. Functional observations- the wheels are free of debris and are able to roll easily. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent right rear wheel. Complaint of "wheel is hitting the frame out of box" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Rh rear wheel rubs arm. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right rear wheel was bent and did not roll straight. As it rotated, the wheel came less than 1/16 of an inch from the arm rest and then moved away as far as 1/8 of an inch. Functional observations- the wheels are free of debris and are able to roll easily. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent right rear wheel. The dealer states that the patient is alleging that the wheel is hitting the frame out of box.